Event description:
Healthcare professional reported a patient was injected with 1 syringe of juvederm voluma xc, botox and refine. Four months later, patient developed a spot almost like acne to one cheek, what appears to be an infection. The unknown spot could be a superficial pimple about 1inch wide in the exact same cheek where the canula was injected. It was stated that the canula could have had bacteria, or could possibly be a delayed nodule. Patient was placed on minocycline, keflex, and hylenex to dissolve. Symptoms are ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.